Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with no o2 available alarm and intermittent pressure sensor auto zero error .the customer reported that the unit was in use on patient , but there was no patient harm reported.